Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus) . The device was removed and replaced for a new aus consisting of 3.5 cm cuff, a pump and a 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to the patient presented urethral atrophy and recurring incontinence. There were no issues with the explanted device. The patient had a good outcome with no further complications.